Manufacturer narrative:
There was no vessel injuries and no device malfunctions were reported. Per zoll labeling, possible complications with central venous catheters include thrombosis. Additionally, catheter related thrombosis are known complications with intravascular catheter use of any kind. Critically ill patients admitted to the ICU are prone to dvt, mostly due to inflammatory status post injury, abnormal coagulation, immobilization and catheterization. Institutions should follow guidelines in dvt prevention which include pharmacological and mechanical methods. Insti¬tutional implementation of standard protocols that incorporate these measures may have contributed to the reduction of dvt rate. Importantly, therapeutic hypothermia using a zoll ivtm cooling catheter placed in the femoral vein is not as¬sociated with increased incidence of dvt or pe. The benefits of using ivtm in the critically ill patient population outweighs the potential risks of dvt and pe. The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. The ccr will be re-opened if or when the product is returned and investigation has been complete. Device not returned.

Event description:
Customer reported that there has been three patients with deep vein thrombosis (dvts) and one patient with pulmonary embolisms (pe) using the zoll catheters. There was no patient information or event information provided. Zoll is in the process of obtaining additional information on the reported issues. For reference of related events: 3010617000-2016-00058, 3010617000-2016-00059, and 3010617000-2016-00060.